Event description:
An altitude alarm was reported on the pump. There was no adverse impact on the customer¿s blood glucose level, remaining below 500 mg/dl. The customer found speaker holes obstructed and was advised by technical support to clean the holes using a soft toothbrush, remove, and reconnect the cartridge to resume insulin. The customer agreed to follow the instructions and call back if further issues persisted.